Event description:
Treatment nurse was sitting on the floor treating a pt with a foot injury. The device transducer wand was in her right hand and she placed her left hand in front of the transducer to check for a mist. She claims that she did not touch the tip, but felt a shock and the pain traveled up her arm. After treatment, she removed her glove and the injury caused a blister. She notice that the glove had 2 pin holes in it. The injury caused pain to the area for a day but is healing.